Event description:
In 2008, the patient reported that her blood glucose was elevated to 450 mg/dl. Her target blood glucose level is 120 mg/dl but she stated she has been unable to control her blood glucose since the summer. She stated that she discovered an air bubble in the insulin cartridge after the cartridge had been in use for 1 day. She stated that insulin was at room temperature prior to use. The patient was not able to prime the air bubble from the insulin cartridge. She was advised to insert a new insulin cartridge. She described the insulin in the vial as being "foamy." She stated that she does not refrigerate insulin, but it is never exposed to extreme temperatures. She was advised to contact the insulin manufacturer. Later on the same day, the patient reported that air bubbles had formed in the newly filled insulin cartridge. She stated that she inserted a new insulin cartridge and within a couple of hours more air bubbles had formed. She was advised to switch to her backup infusion device to see if the issue persists. Upon follow up eight days later, the patient stated that she continues to experience air bubbles in her insulin cartridge after switching to her backup infusion device. A request for additional training was submitted. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.